Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of the transfer set and the titanium adapter. This occurred during use for peritoneal dialysis therapy. The transfer set was replaced to resolve the issue. The titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including leak, clear passage, and clamp function testing were performed with no issues noted. An integrity connection test between an in-lab titanium adaptor and the patient adaptor was also performed with no issues noted. The sample met specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.